Event description:
Boston scientific received information that the lead safety switch was triggered for the right ventricular (rv) lead due to high out of range pacing lead impedance measurements greater than 2,000 ohms. Oversensing of noise with no pacing inhibition was noted in both unipolar and bipolar configurations. Review of the daily measurements found that there was an out of range impedance measurement spike ten months earlier. An x-ray was taken and a clavicle first rib crush fracture and insulation damage to the lead were observed. Subsequently a lead revision was performed where the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.